Event description:
Information was received indicating that while in use of a smiths medical cadd legacy pump, the patient had to replace batteries mid cycle for 3 cycles. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional contact: hematology and oncology assoc of (B)(6).